Manufacturer narrative:
Tear on non-coronary cusp. Additional manufacturer narrative: (B)(4). The device has not been returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Structural valve deterioration (svd) can result in regurgitation and/or stenosis. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. In this case, the structural valve deterioration led to regurgitation. Based on the information received the root cause of the event remains indeterminable; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edward received information that 25mm aortic valve was explanted after an implant duration of eleven (11) years, eleven (11) months, twenty-seven (27) days due to what appears to be a tear on the non-coronary cusp, severe aortic insufficiency secondary to structural valve deterioration. A mitral valve repair with a 28mm annuloplasty ring was also performed during the procedure. A 27mm aortic pericardial valve was implanted in place of the 25mm aortic valve. The surgeon indicated that everything looked to be going well, regardless of the patient being very sick and had a bad heart; however, suddenly the patient's heart stopped beating and was not able to be revived. The operative note indicated that the "patient was transferred to the cardiac surgical unit in severely critical condition not expected to survive." The patient expired due to acute on chronic biventricular failure.

Manufacturer narrative:
Device evaluation: x-ray demonstrated commissures 1 and 2 bent inwards. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. Leaflet 1 had two tears, one non-transmural tear near commissure 1 of approximately 2.5mm and one tear near commissure 2 of approximately 9mm of which 5mm was non-transmural. Leaflet 2 had two tears, one tear near commissure 2 of approximately 7mm of which 4mm was non-transmural, and one tear near commissure 3 of approximately 8mm. Leaflet 3 had one non-transmural tear near commissure 3 of approximately 2mm. Tissue was thickened and swollen at the free margins of leaflet 1 near commissure 1, leaflet 2 near commissure 3, and leaflet 3 near both commissures. Leaflet 2 dropped by approximately 4mm as compared to the other leaflets due to leaflet tears. During the examination of the valve, it was found that the leaflet became thickened and discolored (became opaque) at the commissural areas and the areas along the wireform. One small calcification nodule was showed on x-ray radiograph. Otherwise, no appreciable leaflet tissue calcification was revealed by x-ray imaging. Host tissue growth on the outflow side of the valve was unremarkable. Mild host fibrous (pannus) tissue growth was noted on the valve from inflow perspective. Additional manufacturer narrative: the device was returned to edwards for evaluation. Customer report of torn leaflet was confirmed. Device evaluation findings suggest that the valve was undergoing a typical non-calcific bioprosthetic leaflet tissue degeneration. The non-calcific tissue degeneration mediated leaflet tears apparently led to the leaflet prolapse and the reported aortic insufficiency in vivo. Non-calcific tissue degeneration is one of the common chronic failure modes for this type of bioprosthesis. The occurrence and severity of this type of tissue degeneration are largely variable among the patients. The mechanism of non-calcific tissue degeneration is still not fully understood. The operational mechanical stress and patient biological factors are generally believed to be the major contributors to this type of non-calcific bioprosthetic tissue degeneration. Based on the information received the root cause of the event remains indeterminable.